Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/(B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: safety and efficacy of anti-tachycardia pacing in patients with hypertrophic cardiomyopathy implanted with an ICD. Pace - pacing and clinical electrophysiology. 2019; 42(6):610-616. Doi: 10.1111/pace.13665. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding anti-tachycardia pacing (atp) in patient implanted with implantable cardioverter defibrillators (icds) and diagnosed with hypertrophic cardiomyopathy.  It was reported that 21 patients experienced inappropriate therapies due to t-wave oversensing, self-terminating vt's, short series of pvc's, supraventricular tachycardia, or atrial fibrillation (af).  Inappropriate therapies included atp bursts and shocks.  27 of 42 inappropriate atp therapy induced two de novo ventricular tachycardia (vt) episodes that required shock for termination.  Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The statuses of the icds are unknown.  Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.